Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was in the hospital for issues not related to diabetes. During the hospitalization, the customer experienced high blood glucose levels. The customer also reported a motor error alarm during a bolus attempt. The insulin pump was not exposed to a high magnetic field. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.